Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017 the patient had been admitted to the hospital for retro sternal pain with irradiation in the back. A cardiac echography and scan confirmed the right ventricular lead had perforated the patient. The lead was replaced successfully and was discarded. The patient tolerated the procedure well, recovered and discharged.